Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image noise was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head image was bad with green and purple streaks. The issue when preparing the scope for use in a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was bad due to a faulty charged coupled device. In addition, the evaluation found a slice on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.